Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient opened the supply line without a bag and closed the supply line with the bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of peritoneal dialysis. The home patient was connected at the time of the alarm. The patient already cycled the power on the homechoice twice. The technical service representative explained the alarm to the patient. The patient stated that they opened the supply line without a bag and closed the supply line with the bag, indicating that a clamp was opened during therapy. The technical service representative reviewed proper procedures with the patient. The patient planned to complete therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.